Event description:
Customer stated that she went to the emergency room due to possible low blood glucose levels. Customer was not admitted to the hosp. Though. Customer initially rpeorted that she was connected to the pump when she did the manual prime. It was reported that 12 units of insulin were delivered into her body according to pump display. Customer went to the mergency room accordingly. It was stated that blood glucose levels were stable at the hosp. Customer stated that it was determined that none of the insulin was delivered into her body while performing the manual prime.